Manufacturer narrative:
Additional information: b5, h6 (update codes), and h11. B5: "the failure occurred at the second y site; the tubing was separated at the upper portion of the y site entry point, used for fluid introduction". H11: the actual device was discarded; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not confirm the reported tubing separation from the second clearlink. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked. During an infusion of unspecified IV fluids via an unknown pump, the continu-flo solution set was observed ¿disconnected at y-site about mid tubing.¿ the disconnection resulted in a ¿small amount of blood puddle¿ (volume of blood loss not reported) in the bed and on the floor along with the IV solution on the floor. The patient was asleep at the time and could not recall whether the tubing had been pulled or felt tight. The event occurred in the emergency department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.